Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
The patient, admitted to hospital, had been in ventricular tachycardia for 3 hours. Even if this tachycardia was visible on the heart rate curve, the physiologist was concerned that this tachycardia episode had not been recorded by the device memory and that there was no other diagnostic information mentioned in the patient follow-up data memory.